Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. The device history review for the product auto endo5 ml lot #73g1800265 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic cholecystectomy, around the fourth clip was loaded into the jaws slanted. An attempt to re-load after removing the clip also failed. The user replaced the applier with a new one to complete the surgery. The next day the same problem occurred under the same circumstance and the applier was replaced similarly. No clips fell in the patient and there was no health injury in either case.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. The first clip is out of position in the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws. Another attempt was made and, this time, the clip was able to properly load into the jaws. The clip was then successfully applied to over-stressed surgical tubing. No clip was in the next position in the channel. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Although the root cause of this complaint issue could not be determined, a non-conformance has been opened to further investigate the clip stacking issue. The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One device was returned with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from consistently loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that during a laparoscopic cholecystectomy, around the fourth clip was loaded into the jaws slanted. An attempt to re-load after removing the clip also failed. The user replaced the applier with a new one to complete the surgery. The next day the same problem occurred under the same circumstance and the applier was replaced similarly. No clips fell in the patient and there was no health injury in either case.